Event description:
It was reported that the patient was unable to inflate their ambicor penile prosthesis (app). The patient stated that the bulb was too hard to squeeze. The patient tried to unlock the valve in the pump by bending the cylinders in a downward direction. This maneuver did not resolve the issue. The patient was advised by the patient liaison to bend the cylinders upwards to unlock the valve. The patient stated that they would attempt this maneuver and make an appointment to see their doctor if it failed to resolve the issue.

Event description:
It was reported that the patient was unable to inflate their ambicor penile prosthesis (app). The patient stated that the bulb was too hard to squeeze. The patient tried to unlock the valve in the pump by bending the cylinders in a downward direction. This maneuver did not resolve the issue. The patient was advised by the patient liaison to bend the cylinders upwards to unlock the valve. The patient stated that they would attempt this maneuver and make an appointment to see their doctor if it failed to resolve the issue. It was further reported that the patient underwent a revision surgery on (B)(6) 2019 in which the app referenced above was explanted and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported in connection with this event. It is unknown if the explanted app is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
Event: updated with additional event information.